Event description:
Cheeks are completely open on the inside [oral disorder] brush head fell apart in mouth [device breakage] product counterfeit [product counterfeit] case description: consumer sent e-mail reporting brush head fell apart in her son's mouth. No serious injury was reported. Follow-up: consumer sent e-mail reporting her son had recovered.

Manufacturer narrative:
18-jan-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cheeks are completely open on the inside [oral disorder]. Brush head fell apart in mouth [device breakage]. Consumer sent e-mail reporting brush head fell apart in her son's mouth. No serious injury was reported.